Event description:
A customer reported experiencing battery charging issues. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up and no additional corrective actions were documented.